Event description:
Patient received several boxes of syringes from our pharmacy as a prescription. In one of the 10ct bags a syringe did not have a cap on it and there was not a loose cap in the bag. In another bag of 1cc syringes he found a 1/2 cc syringe. Dates of use: (B)(6) 2013. Reason for use: insulin injection. Dose: insulin. Frequency: 5 times daily, route: sq.